Event description:
The customer reported the system would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and directed them in restarting the system so that the automatic file recovery program could repair corrupted software. The system operates as intended.